Event description:
Plaintiff alleges"...injuries as a result of...implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone."

Manufacturer narrative:
Correction to plaintiff 4/21/98.